Event description:
Mother of patient states that his blood glucose result was 527. The mother administered insulin. After two hours, her son was not responding. Ems was called and took her son to the hospital. No other information was provided regarding the circumstances or patient's condition. The customer care representative had the mother perform a control test and control result was in range.

Manufacturer narrative:
Based on patient medical intervention, after administration of insulin, based on a glucose result, complaint is reportable. Returned product investigation is in process. Control solution test performed by user was in range. No similar complaints have been reported for this test strip lot. (B)(4).